Event description:
It was reported to boston scientific corporation in 2009, that a hydra jagwire guidewire was used during a procedure performed the same day. According to the complainant, during the procedure, the wire was placed across the lesion. A wallflex stent was then advanced along the wire and successfully placed. After removing the guidewire from the patient, the physician found that 2-3 millimeters of the coating was detached exposing the corewire at the proximal end. There was no detachment of the coating in the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.